Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer originally reported that the device would not open after 15-20 activations during a colectomy. The device was returned with the knife blade exposed.